Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal end of the left circumflex (lcx) artery. After a non bsc guide wire crossed the lesion, a 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.0x6mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.